Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During inspection, a hair was found under the sterile plastic packaging.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the nail and its package to be the primary products. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. The event description was confirmed: a hair was found beneath the overwrap foil, sticking partly under the label of the carton box. No other residues were found inside the carton or sterile blister. No discrepancies were detected during risk analysis review. Non-conformity identified; previous actions are in place.

Event description:
During inspection, a hair was found under the sterile plastic packaging.